Manufacturer narrative:
(B)(4). The device has been received and an eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported that a heparin infusion (24,000 units/250 ml ns) was started at about 2115 to infuse at 11 ml/hr via weight based programming as a secondary. At about 2200 the nurse noted the bag was empty. The pt remained stable with no harm, bleeding or deficit but required additional lab work every 2 hours.